Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was rapidly depleting and felt hot to touch. Customer's blood glucose was 102 mg/dl. Tandem technical support reviewed pump battery history and found it to be depleting as expected; however, customer maintained there was an issue with the battery. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion issue was verified; the alleged hot to touch could not be verified.